Manufacturer narrative:
Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely elevated cardiac troponin I (ctni) result on the dimension vista 1500. An error with the reagent preparation probe was documented as occurring at 11:50 on (B)(6) 2019 with instrument dv311248. This error was resolved by performing routine maintenance and documented. A review of the instrument data log does not indicate the elevated ctni result was caused by a reagent or sample probe issue. No product non-conformance was identified with the reagent or the instrument. Hsc cannot rule out a patient sample integrity issue. The ctni calibration and quality control results were all within expected reference ranges and no other patient or qc samples were reported to have an issue. The cause of the elevated troponin on the initial testing of sample ID (B)(6) is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and on an alternate siemens instrument and lower results were obtained. A corrected report was issued. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ctni result.